Event description:
Boston scientific crm received information that this lead exhibited high out of range pacing impedances. The patient has developed chronic atrial fibrillation and the lead is no longer necessary. No adverse patient effects reported.

Manufacturer narrative:
This lead was surgically capped and abandoned, it will not be returned for analysis and, as such, the root cause of the clinical observations cannot be confirmed.